Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products and associated with mdrs # 1225714-2014-00895, 00896, and 00898.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on an unk date after the use of the product.